Event description:
It was reported that customer's insulin pump was not registering the bolus. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed with correct time and date and monitored for 3 day with several boluses programmed and delivered. The insulin pump was downloaded to carelink and all bolus delivered during testing and during the time pump was monitored were properly recorded and recorded at the daily totals and bolus history screens. The carelink report shows all bolus delivered. No bolus anomaly or bolus history anomaly noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).